Event description:
During a remote follow-up, oversensing was noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.